Event description:
Resident had chair padalarm model no. 65815-030lt on wheel chair which failed to alarm and alert staff that resident stood up. This caused resident to fall, sustaining a fracture to her hip. Immediate post event alarm test revealed that the alarm would only sound if manually manipulated. This was a 90 product 30 days into use period. Batteries intact, newly inserted. Pad noted to operate only intermittently. Pad inspected by vendor who indicated a probable malfunction.

Manufacturer narrative:
Device not received by MFR; will evaluate when received and file follow up report.